Event description:
It was reported that the patients ipg would not hold a charge for more than a day. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well post-operatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred about eight months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not hold a charge for more than a day. The patient underwent an ipg replacement procedure.